Event description:
It was reported that the connection between the connector of the supply bag and supply line of the cassette was loose. This was observed when the patient connected the two components. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.